Manufacturer narrative:
S/w: 2.8b. Pump was received with motor error alarm during rewinding due to broken motor slide tip. Unable to perform functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test or excessive no delivery test due to motor error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the piston was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.